Event description:
Related manufacturer report number: 2017865-2022-05596. It was reported that a patient presented to clinic for follow up. Device interrogation revealed far-r wave oversensing resulting in inappropriate automatic mode switches on their atrial lead and implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.